Event description:
Additional information received reported the patient had the left stn lead replaced the day of report. The lead was reported to have had fractures. No additional patient symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot # v297034, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had general weakness on the right side when walking. The patient fell about 2 months prior to report, at (B)(6), and hit her head more on the left than on the right. An electrode impedance test was performed and "everything was indicating high." Impedances reported as ranging from 900 ohms to 20,079 ohms. Therapy impedances were reported as 'high' with a current measurement of .387 ma. When the device was turned off, the patient's tremor came back and walking became pronouncedly difficult. The reporter stated the patient had 'never been like this' and that the patient did not look good. The patient not receiving therapy was reported as affecting the patient. The patient's health care provider (hcp) did not believe the patient had a rebound effect, but that something had happened to her when she fell. Programming options were limited due to the multiple high impedances. Nothing in the stimulation system appeared to be visibly migrated. An x-ray was going to be taken to determine severity of damage of the system. Additional steps such as a revision would be taken if needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v297034, implanted: (B)(6) 2009, product type lead; (B)(4).

Manufacturer narrative:
(B)(4).